Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the image acquisition system (ias) and mobile view station (mvs) were powered on, the error message stating, "navigation disabled, application requires valid geometry calibration file" was present. The system was started while connected with the stealth. The clinical specialist (cs) on site talked the site through disconnecting that and rebooting the system. That resolved the issue. The cs also walked them through verifying that the geocal file was correct. No patient, as this was before the case had started.